Event description:
An indigo cat rx coronary aspiration catheter was inserted into the patient for a thrombectomy procedure. Doctor went to pull device out of the body, and the device broke. The remaining piece of the device was removed with a 6f 120cm snare. Vessel remained intact, no complications.